Manufacturer narrative:
(B)(4). Date sent: 9/7/2017. Batch # p55f88. Additional information requested and received: when the stapler still fired but no staples were released and nothing happened to the tissue, was any part of the tissue cut (cut but not stapled)? Was the tissue pushed forward during the firing? When the two ends of the jaw didn't meet correctly (not aligned), were the jaws damaged? Or, would the jaws not close fully? Jaws would not fully close and lock around tissue. No effect on the tissue was observed. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported by the customer that during an unknown procedure, when surgeon pressed the first trigger - it was really hard, but then it close, the second trigger was also hard. The stapler still fired but no staples were released and nothing happened to the tissue. I finally found out that the two ends of the jaw didn't meet correctly (not aligned). A second reload was tried but did not fire ¿ opened a new stapler and that worked. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.